Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while attempting to load a 12.6mm vticm5_12.6; -13.50/3.0/095 (sphere/cylinder/axis) implantable collamer lens on (B)(6) 2022, the lens had tore. It was indicated the lens tore while pulling the lens with the forceps. The lens was not implanted. On (B)(6) 2023 a replacement lens of the same model/length was implanted but this did not resolve the problem. The cause of the event was reported as the device; and the device did fail to perform as intended.